Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a stain on the surgical patties before procedure. The procedure was completed with a replacement product available. No patient contact/injury reported and the event did not led to surgical delay.

Manufacturer narrative:
The surgical pattie was not returned for evaluation but a photo was provided showing the stain/brown spot present on the patties. The complaint could be verified through failure analysis. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. The complaint was confirmed in the complaint investigation. Per the failure analyst, cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed, the complaint can be attributed to operator error. Operators listed will be retrained per an instructor led training. The root cause is determined to be operator error. A corrective action has been implemented to investigate the product family (patties/strips).

Event description:
N/a.

Manufacturer narrative:
Failure analysis: product was returned for failure analysis, and a photo was provided that was used for analysis and the following was noted: the pattie/strip photo/unit was inspected using the unaided eye. The failure analyst was able to confirm the allegation of a stain/brown spot. The complaint could be verified through failure analysis.

Event description:
N/a.